Event description:
The surgeon planned to perform an orif (open reduction and internal fixation (orif)) of the patient's fibula using the flower orthopedics fibular nail system. The drill bit shattered in the bone causing the surgeon to have it cleaned out and change the approach to the orif using a plate and screws.